Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe was not graduated. The following information was provided by the initial reporter, translated from french to english: incident that occurred on (B)(6) 2022 in the operating room. The nurse started to draw propofol and noticed that the 50 ml syringe ref 300865 lot 2207059 per 30/06/2027 was not graduated. The nurse took the decision to change the syringe for another one of the same reference and lot number.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes d10: returned to manufacturer on: 07-feb-2023 h6: investigation summary two samples were provided to our quality team for investigation. Upon inspection of the products, one syringe was noted to not have the scale markings printed. A device history review was performed for the reported lot 2205040 and 2207059, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Retained samples of each lot were used for additional evaluation. The product was visually inspected, no defects or damage was noted, the scales were properly printed. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing. The returned samples along with the retained products of the same lot underwent these evaluations and all product was verified to meet required specification. While we cannot identify a direct issue for scale marking issues, it is possible a failure in the trigger that guides the barrel to the proper position caused a misalignment when the scale is being transferred, failing the print the scale on the syringe as observed on the sample provided. H3 other text : see h10

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe was not graduated. The following information was provided by the initial reporter, translated from french to english: incident that occurred on 9/23/2022 in the operating room. The nurse started to draw propofol and noticed that the 50 ml syringe ref 300865 lot 2207059 per 30/06/2027 was not graduated. The nurse took the decision to change the syringe for another one of the same reference and lot number.